Manufacturer narrative:
Additional information: the product has not been returned during the technical investigation the following was found: the device was not sent to karl storz for investigation, therefore, a technical inspection is not possible. The most probable root cause is that the update was not installed correctly. The customer confirmed that the device functions well since a technician has done the update correctly. The above investigations did not reveal a root cause related to the labelling, the device, or its history. The complaint history did not reveal any pickup in similar complaints, no trend was identified. There is a reference in the corresponding IFU wxd400_en_v1.1_IFU_ce-MDR to test the device prior use in chapter 3.2 correct handling and product testing: · if the product is not handled correctly, patients, users, and third parties may be injured. · only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. · check that the product is suitable for the procedure prior to use. · check the product for the following properties, for example, before and after every use: - functionality - damage - changes to the surface - in the case of several components: completeness and correct assembly · do not continue to use damaged products. · dispose of the product properly; see disposing of the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a previous rectal resection via laparoscopy, the fluorescence mode of the tower did not work. The backup second tower did not work either. According to the reporter the suturing of the anastomosis was performed without verification of the vascularization. This would increase the risk of a fistula. Based on the current available information no patient was harmed and no further intervention was required. No death or (unanticipated) serious deterioration in state of health was reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).